Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 20, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 22). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 22 - known inherent risk of device. The affected sample was not returned for evaluation. A retention sample from the affected product code/lot number combination was obtained and visually inspected, no anomaly noted. It was then built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the samples were observed for any running sound anomalies. No sound anomalies were observed during the test. The noise issue was not able to be replicated on the affected sample or the retention sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump head made a humming noise intermittently for 5 hours. No known consequences or impact to patient. The product was not changed out. The surgery was completed successfully.